Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 with a blood glucose level of 245 mg/dl. Customer stated that she had battery issues and the battery was lasting less than an hour. Customer stated that she also had a seizure and was hospitalized. Paramedics were called and customer was wearing the pump at the time of the hospitalization. Hospitalization is a past event and may not be pump or diabetes related. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-07506.